Event description:
Onpoint scope system failed to power on during surgery.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. User failed to check the battery power prior to surgery initiation and there was no back up unit available. The warnings in the package insert state this type of event can occur. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.